Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found a detached suture capture. The root cause has been associated unintended use of the device. Factors that could have contributed to the failure include: excessive force, tissue thickness and damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal root tear repair, the capture on the firstpass mini became detached. It was removed from the patients knee. It is unknown how was the procedure completed. No significant delay or other complications reported.